Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. The customer states he got a new pump, inserted battery but it did not turn on. Customer went to training and the trainer changed the battery out and did a pump rest but pump did not turn on. The customer was assisted with troubleshooting and the display did not return. The customer was advised to leave battery out of pump for 2 hours, and monitor blood glucose. The customer wants pump to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.